Manufacturer narrative:
The insulin pump was received with frozen screen due to moisture damage on the electronic assembly. The insulin pump had a cracked case at display window corner, cracked reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to pool water. Customer's blood glucose was 140 mg/dl to 150 mg/dl. Customer mentioned there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.